Event description:
It was reported that there where air gaps within the cartridge. The customer's blood glucose (bg) level was 348 mg/dl. The customer addressed bg by administering a correction bolus. The customer primed the tubing to push air out of the cartridge to resolve the issue and continued using the pump for insulin therapy.